Event description:
The user facility reported a separation of the urethane layer. Follow up communication with the user facility reported the following information: during a ptcd procedure a metallic needle was used; there was no resistance during advancement of the actual sample; during the withdrawal, a high resistance was perceived; the actual sample was removed from the patient; it was then found the urethane layer had been sheared off the wire; x-ray fluoroscopic examination found the sheared piece of the urethane layer remaining in the patient's body; and it is unknown if the sheared piece of the urethane layer remaining in the patient's body was removed.

Manufacturer narrative:
Results and conclusion - is based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer had been sheared off the wire on approximately 53 - 162 mm from the distal end, where the core wire was exposed. Magnifying inspection of the sheared segment found that the shear cross-section had a smooth surface, with the proximal end of the sheared urethane being in the semicircle shape. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. A reproductive test was performed: a current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was found to be in the smooth state. A review of the device history record and the shipping inspection record of the involved product/lot # combination confirmed there were no production related problems or discrepancies in the inspection results. A review of the complaint files confirmed the involved product/lot # combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the investigation result, it is likely that the actual sample was pulled through the involved metallic needle in the proximal direction in the state of having contact with the edge of the metallic needle, resulting in the shearing of the urethane layer. From the available information, however, the cause of this complaint cannot be determined definitely. The device labeling does address the potential for such an event on the label applied on the peel pack as follows, as well as in the warnings section of the instruction for use. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).